Event description:
It was reported that the inner capture of the short hexdriver was found broken. No case involved, therefore no patient was harmed or inconvenienced. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned trigen short driver confirms there is a piece of the trigen short hexdriver shaft broke off. The piece was not returned. The trigen short driver and trign short hexdriver shaft were returned for evaluation. The instrument exhibits significant amount of use and wear. This device was manufactured in 2015. A review of complaint history on the listed parts revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.